Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an emergent thoracic aortic dissection approximately one month ago. The patient was coughing up blood and was scheduled for surgery within 24 hours. This patient has had many abdominal aaa procedures previously (ref 2953200-2007-00158). Another manufacturer's stent graft had been implanted at the level of the sma and the spring had caused a retrograde dissection proximal of the sma up to 5 or 7 mm past the subclavian artery. The decision was made to de-branch the celiac and sma arteries followed by implant of the talent stent graft from the left subclavian all the way into the abdominal stent grafts. The procedure went well; however, paraplegia was noted after the procedure. The patient was stable. The physician had explained to the patient that because of her aaa repair she would be a high risk for paraplegia.

Event description:
Additional information was received. It was also reported that a second talent device was implanted. The patient had to go on dialysis (ref MFR # 2953200-2012-00887).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (paralysis), patient's condition affected effectiveness of device (pre-operative thoracic dissection), caused by another drug/device (another manufacturer's stent graft caused the pre-operative thoracic dissection), unapproved use of device (repair of a pre-operative thoracic dissection that was caused by another manufacturer's stent graft). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operative thoracic dissection), another device caused failure (another manufacturer's stent graft caused the pre-operative thoracic dissection), operational context contributed to event (repair of a pre-operative thoracic dissection that was caused by another manufacturer's stent graft).